Event description:
Procedure performed: laparoscopic unilateral salpingoophorectomy. Event description: bag ripped during use. I have a meeting with surgeon (name redacted) on (B)(6) 2024 to determine more details. Additional information received from company rep. Via e-mail on 28aug2024: (name redacted) placed the specimen into the bag and procedures to pull on the cord, as he usually would. There were no other products involved at this moment in time. As the pressure increased whilst the bag was being pulled through the fascia, the distal end of the bag ¿pooped¿ and split. (Name redacted) notices 1 piece of fragment of bag very small. He was unable to find this within the abdomen despite another consultant helping him. (Name redacted) was able to extract the specimen without the need for another bag. There was no patient injury and he has since saw the patient and she is ok. Additional information received from company rep. Via e-mail on 29aug2024: there was one fragment and it was not retrieved. Additional information received from mhra. Via e-mail on 03sep2024: whilst extracting a 10mm retrieval bag from a patient it was torn and a very small piece of it was seen to fall into the patient's upper abdomen. It was diligently looked for by two surgeons independently but could not be located due to it being translucent and very small. Since suction was also applied it may have been suctioned out, but this cannot be stated categorically. Surgeons agreed that there was minimal risk of post-procedure complications as a result of the small part. Duty of candour was observed, and patient prescribed oral antibiotics for one week. Follow-up arranged. Intervention: surgeon was able to extract the specimen without the need for another bag. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. Based on the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the distal portion of the bag. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic unilateral salingoophorectomy. Event description: bag ripped during use. I have a meeting with surgeon (name redacted) on (B)(6) 2024 to determine more details. Additional information received from company rep. Via e-mail on (B)(6) 2024: (name redacted) placed the specimen into the bag and procedures to pull on the cord, as he usually would. There were no other products involved at this moment in time. As the pressure increased whilst the bag was being pulled through the fascia, the distal end of the bag ¿pooped¿ and split. (Name redacted) notices 1 piece of fragment of bag very small. He was unable to find this within the abdomen despite another consultant helping him. (Name redacted) was able to extract the specimen without the need for another bag. There was no patient injury and he has since saw the patient and she is ok. Intervention: surgeon was able to extract the specimen without the need for another bag patient status: patient is ok.